Event description:
The customer reportedly received the following results on the accu-chek advantage system within 10 minutes: 595mg/dl, "hi" greater than 600 mg/dl), 175mg/dl and 208mg/dl. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.